Event description:
After an estimated one year and five months post lvad ((B)(4)) implantation, the patient was admitted to the ICU with a diagnosis of hemorrhagic stroke (hcva). Signs and symptoms associated with the hcva, results of diagnostic testing completed, and treatment administered during the reported event were not provided. The patient was discharged at an unknown date to a rehab facility and reportedly continues to suffer residual deficits as a result of the event. Investigation is on-going.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
Additional information received regarding event details indicated that approximately one year and three months post implantation the patient was at home when she began to complain of paresthesia and cramping which progressed to left handed weakness and jerky movements. She called emergency medical services to transport her to the hospital. While en route she also developed a left-sided headache. A neurological exam performed upon her arrival to the emergency department revealed left arm and leg deficits including hemiplegia, decreased arm strength, and involuntary movements. They decided to reverse anticoagulation. Shortly after treatment commenced, the patient reportedly became obtunded and lost all mobility of her left side. She was subsequently admitted to the neurological intensive care unit. The patient was given physical, speech, recreational, and occupational therapy. Ten days later she was transferred out of the intensive care unit were she continued to show neurological improvement. About a week and a half later she was transferred to the inpatient rehabilitation unit within the hospital before finally being discharged home. At the time of her discharge home she reportedly suffered residual symptoms as a result of the stroke. After discharge the patient has been readmitted to the emergency room twice with symptoms potentially related to neurological sequelae (dizziness, spasticity). No changes have been noted on CT scan. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect.

Event description:
Additional information received indicate that the patient was discharged 21 days after initial hospitalization with residual gait issues and left side muscular spasm that requires treatment with baclofen.